Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin infection cannot be ruled out. Contributing factors for skin infection in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation and underlying cancer disease. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 58-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2023. On (B)(6) 2024, the patient´s spouse informed novocure that during a hospitalization on an unspecified date the patient developed a methicillin-resistant staphylococcus aureus (mrsa) infection, which manifested in localized areas and was treated with unspecified antibiotics. During the review of the patient´s medical records, it was noted during a follow-up appointment on (B)(6) 2024, the patient experienced a skin infection on the scalp and was prescribed antibiotics, the specific type of which was not specified. Optune gio therapy was temporarily discontinued. Attempts to contact the prescribing physician for further details were made, but no response was received.